Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed battery out limit twice today. The customer changed batteries yesterday but they received the battery alarms today. The patient's blood glucose at the time of incident was 5.0 mmol/l. Troubleshooting was initiated for the battery out limit alarm. The customer confirmed that the alarm occurred during normal use. The customer was advised that the battery cap may be loose. No products were returned and a replacement battery cap will be shipped to the customer.